Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The bag/vent switch was replaced.

Event description:
The hospital reported that the bag/vent switch did not function as expected. There was no report of patient involvement.